Event description:
International affiliate reports that part of the implanted valve was outside of the pt's skin and the valve leaked fluid from the housing. The device was explanted and replaced. Upon explantation, the siphonguard component was found to be separated from the rest of the device.